Manufacturer narrative:
The lead was returned for evaluation for lead dislodgement. A complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, x-ray revealed that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. The patient was stable and will continue to be monitored.